Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt pain and the stimulation in the wrong area. It was stated that when stimulation was on, the patient would get reprogrammed and it "helped for a while" in the right spot, but then she "loses" it. Reportedly this had happened four times since she had it. It was noted that the patient felt stimulation in her waist around to her buttocks, and sometimes it felt very strong in her legs and a couple inches above her waist, but this didn't address the right area. It was stated the patient had "a lot of" pain. It was also stated that when the patient isn't moving, "all of a sudden she would sometimes feel like the implantable neurostimulator (ins) short circuits almost like it's been turned off for a split second". The patient was redirected to her healthcare provider. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).